Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle detached from the suture strand. It did not fall into the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the opened sample was returned for evaluation. Upon microscopic examination of the bore of the needle and the suture end revealed that the suture appeared to have broken in the bore of the needle. It was not possible to determine the cause of the needle detachment. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.